Event description:
A report was received that the patient will undergo an explant procedure due to patient not receiving stimulation. All contacts on the lead are out and the lead is not working properly.

Event description:
A report was received that the patient will undergo an explant procedure due to patient not receiving stimulation. All contacts on the lead are out and the lead is not working properly.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110, serial # (B)(4), description: implantable pulse generator.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-4316, lot#: 14026572, description: next generation anchor kit-sterile. Visual inspection of the explanted lead revealed that the loss of stimulation was due to electro-wire damage at the suture site. All 8 electrode-wires were broken off causing not allowing delivery of the stimulation and impedance readings anomaly. The explanted ipg passed visual, electrical, performance and photographic imaging. The device exhibits normal device characteristics. Visual inspection of the clik anchor found no anomalies.